Event description:
It was reported that the patient experienced a low blood glucose after making two dinner meal announcements about two hours apart and then consuming only small portions, which led to excess insulin delivery; the event was managed with oral glucose (two glucose tablets), and the ilet system remained connected while insulin delivery during the low was confirmed as suspended. Symptoms included hypoglycemia with a lowest continuous glucose monitor value of 53 mg/dl and concurrent sleepiness. Outcomes included classification as a low glucose event with urgent low and urgent low soon alerts, and the need for medication-type intervention with fast-acting carbohydrates, without hospitalization. Investigation included communication with and analysis of information provided by the user and caregiver. Investigation of this case revealed no device malfunction, with a usage problem identified involving improper or incorrect procedure related to meal announcements, and the user interface was the device component considered. Education was provided to avoid using meal announcements to correct highs and to space usual meal announcements at least four hours apart during initial pump use, especially when intake is less than 25 percent of the usual meal. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.